Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported a patient's implantable cardioverter defibrillator was explanted and replaced prophylactically in a procedure on (B)(6) 2021. Post-procedure the patient status was stable.